Manufacturer narrative:
H.6 investigation summary bd had not received returned samples, however 3 photos were provided for investigation confirming the underfill defect reported. Additionally, 20 retention samples from bd inventory were functionally evaluated and all tubes tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes there was insufficient vacuum in tubes, resulting in partial draws. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes there was insufficient vacuum in tubes, resulting in partial draws. There was no health impact or consequences reported.